Event description:
A pt underwent a parotid neck procedure. In post-op an injury was detected on the left shoulder blade that worsened to an alleged 3rd degree burn. The burn required plastic surgery.